Event description:
The sideport detached from the sheath during the procedure. Another sheath was used to complete procedure with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not received for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment could not be determined.